Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a broken pin in the white power cable was confirmed with returned system controller (serial # (B)(6)). Visual inspection revealed a missing pin within the white power connector. The missing pin is a ground power line. The other redundant ground power pin is intact, and the missing pin would not have disrupted the power being supplied with the white power cable. The device passed sections of the functional test procedure regarding alarms, confirming that all visual and audible alarms activated when they were induced. Analysis of the log file retrieved from the returned device captured routine power cable disconnect alarm events relating to power exchanges prior to the reported system controller exchange. The device operated on a mock circulatory loop without any notable event captured in the history event screen. A specific root cause that led to the broken pin could not be conclusively determined during analysis. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. Heartmate 3 patient handbook, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was a broken pin in the white connector of a patient's primary system controller. The pin was stuck in the battery clip but the system controller never alarmed. The system controller was replaced for patient safety and log files from the broken system controller were sent in for review. The patient did not experience any adverse event related to the exchange. The event log file from the new system controller captured 4 lines of current data and showed that the pump was operating as intended. The heartmate log files captured some brief intermittent drops in voltage on the white power cable which recovered quickly on the broken system controller. It seems that even though the pin was broken, it was still making physical contact at the broken joint.